Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During the investigation, the following possible causes were identified: 1. Cable pins of odu connector are too small for shield cables. 2. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam. 3. Manufacturing jig 5016938 not fully suitable for soldering process. 4. Soldering process at oste is not up to date. New guidelines for soldering process are available - the new guidelines improve soldering stability and manufacturability of ¿good¿ soldering joints. Damaged optical fiber bundle: the cause is very likely improper handling by the user (impact, drop, fall). Manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Manufacturer narrative:
The referenced scope was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, the color of the image is purple. The problem was isolated to a defective cable unit assembly. The inspection also noted broken light guide fiber bonding at the distal end of the rigid outer tube. The cause of the defective cable unit is unknown, however, the investigation is still ongoing. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus (oekg) technician became aware, during maintenance of the endoeye high-definition autoclavable video telescope, the customer discovered that ¿the image is purple¿ in color. No patient or procedure was involved.